Manufacturer narrative:
Weimin xu, wenbo tang, wenjun ding, zhebin hua, yaosheng wang, xiaolong ge, long cui, xiaojian wu, wei zhou, zhao ding, and peng du. Surgical options for appropriate length of j-pouch construction for better outcomes and long-term quality of life in patients with ulcerative colitis after ileal pouch-anal anastomosis. Gut liver 2024;18(1). Https://doi.org/10.5009/gnl220471. Pages 85-96 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2008 and 2022, a retrospective study analyzed complications in patients who underwent total proctocolectomy with ileal pouch-anal anastomosis with pouches of different lengths. A total of 208 patients with a median follow-up time of 6.0 years were enrolled in the study. A 60mm. With either 3 or 4-5 reloads were used to create the j pouch. It was not specified how the pouch-anal anastomosis was performed. Complications included pouch and anastomotic bleeding. Other complications not related to the device included: wound infection, pouch vagina leak, intestinal obstruction, anastomotic stenosis, incisional hernia, pouch-anal anastomotic leak, pouchitis, pouch failure, increased defecation frequency, and sexual dysfunction.